Event description:
It was reported by service report that the spindles were bent preventing the side rail from latching. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: spindle.